Manufacturer narrative:
B1 adverse event/product problem - corrected ¿ no adverse event b2 outcomes attributed to ae: corrected ¿ no other serious (important medical events) b5 executive summary: updated h1 type of reportable event - corrected - no serious injury f10 & h6 device code grid- corrected to ¿insufficient information¿ f10 & h6 clinical signs code grid ¿ corrected to ¿no clinical signs, symptoms or conditions¿ f10 & h6 health impact code grid - corrected to ¿no health consequences or impact¿. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported that 139 days post implant procedure, patient experienced with focal symptoms. The asprin and brilinta were administered n response to the ¿focal symptoms post implant. No other information was provided. Update: additional information was provided on 17-oct-2025 that based on physician's assessment, the focal symptoms post implant were largely related to the patient's noncompliance to their medication regiment. Because there was a concern of the integrity of the implant, an magnetic resonance angiography (mra) was ordered at the request of the treating physician to assess safety and integrity of the subject implanted coils and stent due to the patients¿ medication noncompliance. After meeting with the patient, the treating physician does not believe the patients symptoms were due to the implant or procedure. There was not treatment in response to the reported focal symptoms post implant. The patient did not suffer any adverse consequences as a result of ¿focal symptoms post implant' . In physician¿s opinion the subject device performed as intended and there was no allegation against the device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that 139 days post implant procedure, patient experienced with focal symptoms. The asprin and brilinta were administered n response to the ¿focal symptoms post implant. No other information was provided.

Manufacturer narrative:
This is 2 of 2 reports.